Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, there was "trouble sensing ectopy and not deflating properly with r-wave". The pt was switched to another iabp and therapy was continued. No pt injury was reported.